Event description:
Stryker precision thin offset saw blade broke while in use. It broke into 3-4 pieces but all were found so there were not any pieces retained inside the patient. Doctor confirmed all pieces in tact and on the back table.